Event description:
The customer reported bloody fluid leaked underneath the blood sampling valve (bsv) of the coulter lh 780 hematology analyzer onto the counter. The volume of the leak is unknown. The leak was not contained within the instrument. There was no exposure to mucous membranes or open wounds. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye glasses and a lab coat at the time of the incident. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed fluid leak underneath the blood sampling valve (bsv). The fse observed a bent needle cartridge and solenoid (vl62) was not activating. The needle cartridge was replaced, resolving the leak. The fse also observed the diluter 3 card had failed, causing the solenoid (vl62) to not activate. The fse performed startup and reproducibility to verify normal aspiration and drainage circuit. The instrument passed latron and all levels of controls. The instrument was returned to normal operation. (B)(4).